Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15176, related manufacturer reference number: 2017865-2019-15177. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, that as received only the connector portion of the lead was returned in one piece measuring 21.4cm. Visual analysis found an external insulation abrasion consistent with friction to the device can was noted at 17.4cm ¿ 17.6cm from the connector pin, breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions.